Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump generated an unspecified "fiber optic" error. The customer swapped out the iabp unit with another cardiosave iabp unit which was not immediately functional due to inappropriate storage. It was noted that the second cardiosave iabp had been stored plugged in but was not properly seated in the cart. The customer was able to reseat the iabp unit and use a different battery to continue therapy on the patient without issue. No further issues were reported for the second cadiosave iabp used. A getinge senior therapy specialist has advised that the patient later expired on an unknown date, but the patient's death is unrelated to the complaint event complaint since they simply moved the patient to a second pump at time of initial incident. Please refer to related mfg report number 2248146-2020-00160 on the involved intra-aortic balloon (iab).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump generated an unspecified "fiber optic" error. The customer swapped out the iabp unit with another cardiosave iabp unit which was not immediately functional due to inappropriate storage. It was noted that the second cardiosave iabp had been stored plugged in but was not properly seated in the cart. The customer was able to reseat the iabp unit and use a different battery to continue therapy on the patient without issue. No further issues were reported for the second cadiosave iabp used. A getinge senior therapy specialist has advised that the patient later expired on an unknown date, but the patient's death is unrelated to the complaint event complaint since they simply moved the patient to a second pump at time of initial incident. Please refer to related mfg report number 2248146-2020-00160 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The biomed reported to the senior therapy specialist that the problem was not reproducible by customer biomed and they have cleared the unit for clinical use. In addition, the customer has indicated that no further patient information will be provided and no further information is available regarding this complaint.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump generated an unspecified "fiber optic" error. The customer swapped out the iabp unit with another cardiosave iabp unit which was not immediately functional due to inappropriate storage. It was noted that the second cardiosave iabp had been stored plugged in but was not properly seated in the cart. The customer was able to reseat the iabp unit and use a different battery to continue therapy on the patient without issue. No further issues were reported for the second cadiosave iabp used. There was no patient harm and no adverse event was reported.